Manufacturer narrative:
E1- (B)(6) hospital. The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the images might not be displayed on the monitor. The issue occurred during an unspecified diagnostic procedure. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image on the monitor¿ malfunction would likely be a faulty power supply printed circuit board (g1 board). Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the event occurred during preparation for use, the procedure was completed using a similar device.